Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to incorrect interpretation of supraventricular tachycardia. No intervention was performed. There were no patient consequences.

Event description:
Additional information received notes that programming changes were performed. The patient was stable before, during, and after.